Manufacturer narrative:
Result and conclusion codes initially reported there was no malfunction. Follow-up submitted as further investigation determined litter frame was bent causing the scale to be inaccurate. Bed could not be used or replaced, customer confirmed that the bed would be used for parts.

Event description:
It was reported via repair work order that the scale was inaccurate due to a bent frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate due to a bent frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.